Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had this alarm is generated when a power failure is detected and motor safety circuit failed test. The customer¿s blood glucose was 9.8 mmol/l at the time of incident. The customer also reported that there was booklet and red cross on the insulin pump. The customer stated that they were not able to clear the insulin pump error, power loss alarm and program the insulin pump. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per healthcare professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm pump error 40 alarms due to software error. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify unexpected battery power loss due to critical pump error (open book image) alarm. No pump error 24 alarms noted in the downloaded trace files. Device was also received with the serial number label faded.